Manufacturer narrative:
Product has been received by manufacturer for evaluation, however, the investigation report is incomplete at this time. A follow-up investigation report will be sent when info becomes available.

Event description:
The event is reported as: scissors broke during surgery. All pieces and parts were received. No pt injuries reported.